Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported partial rupture of the catheter between the fins and the catheter body. Occurred during use. No other information was provided. Additional information received (B)(6) 2024: it was reported no patient injury, the patient underwent a new PICC implant procedure. No exposure to blood or bodily fluids.

Event description:
It was reported partial rupture of the catheter between the fins and the catheter body. Occurred during use. No other information was provided. Additional information received 06/04/2024: it was reported no patient injury, the patient underwent a new PICC implant procedure. No exposure to blood or bodily fluids.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the molded joint and 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial rupture of the catheter between the fins and the catheter body. Occurred during use. No other information was provided. Additional information received 06/04/2024: it was reported no patient injury, the patient underwent a new PICC implant procedure. No exposure to blood or bodily fluids.